Manufacturer narrative:
(B)(4).

Event description:
It was reported that a early sensor expiration occurred. Data was provided for investigation. The root cause was determined to be transmitter stale stop command. No injury or medical intervention was reported.